Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events were lead dislodgement, elevated threshold, and failure to extend and retract the helix. As received, a complete lead was returned in one piece for analysis. The reported event of failure to extend and retract the helix was confirmed. Visual examination revealed the helix to be extended and clogged with blood/tissue. X-ray examination revealed an over torqued inner coil in the connector region due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The reported event of elevated threshold was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of failure to extend and retract the helix was isolated to the over torqued inner coil in the connector region and the helix/inner coil being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, an increase in the capture threshold was observed on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected. A revision procedure was performed to address the dislodgement, but during the procedure the helix of the rv lead failed to extend and retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.